Event description:
It was reported that the compressor did not power up. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) was on site and investigated the reported issue. The issue could not been duplicated. All the hoses were checked and performence check test was ran. The comrpessor passed all the tests and worked according to specifications. The reported issue could not been confirmed and the comressor returned to clinical use. The root cause of the reported event could not been determined.

Event description:
Manufacturer ref.#: (B)(4).